Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: 823164) was implanted due to acquired hydrocephalus via ventricular peritoneal (vp) shunt on (B)(6) 2010, with 150mmh2o. On (B)(6) 2024, the patient visited the emergency room due to consciousness disorder and an emergency operation was performed due to intraventricular hemorrhage. Therefore, the valve was removed and replaced on (B)(6) 2024, due to shunt dysfunction. The patient recovered.

Manufacturer narrative:
The hakim valve (ID 823164) was returned for evaluation. Device history record (DHR) - the product code 82-3164 with lot ckjcrp, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 150 mmh2o. The valve was visually inspected, the cam mechanism wiggled. The valve failed the test for programming and occlusion. The valve passed the test for leak and reflux. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the shunt dysfunction issues is due to biological debris and protein build up interfering with the valve or stator dislodges due to galvanic corrosion.

Event description:
N/a.